Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. When plugged into a power source to be charged, the gauge displayed 96%. However, when the charging ended, the gauge displayed 27%. There was no reported impact to blood glucose. Reportedly, the customer had manual injections as alternate insulin therapy.